Manufacturer narrative:
An event regarding infection involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was invalid. Complaint history review: could not be performed as lot code information was invalid. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Hospital practitioner reported to ansm the following event : "previously pre-coated of a tibial implant of ptg. Elimination of an infection, changed in appearance of the polyethyline tibial plateau that is yellow". Update of description of the incident: early loosening 1 year of a ptg tibial implant. Elimination of an infection. Current patient status: re-operation with ptg recovery".